Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient not cleaning the exchange area before starting peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was hospitalized for the reported event. The treatment for the peritonitis included cefepime (1875mg, intraperitoneally (ip) for 17 or 18 days, frequency not reported). The pd therapy was later discontinued and the pd catheter was removed. The patient was transferred to hemodialysis and was not going back to pd therapy. As a result, the patient received unknown antibiotics intravenously (dose and frequency not reported). The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Event date was changed to (B)(6) 2013. It was reported that a patient experienced recurrent peritonitis. Ten days after hospitalization, the patient was discharged. Four days later, the patient was re-admitted to the hospital for fungal peritonitis. After seven days, the patient began treatment with diflucan (200mg/daily, for 12 days) orally for fungal peritonitis and was discharged from the hospital four days later. On the same day, the patient was re-admitted to the hospital and began treatment with zosyn (3.375grams in 50mg, twice a day, for 7 days) intravenously for peritonitis. The patient was discharged from the hospital on an unknown date. At the time of this report, the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.